Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results, all mg/dl: he got 113 at 11:54 a.m. On (B)(6) 2014. He got 116 at 11:50 a.m. On (B)(6) 2014. He got 173 at 11:43 a.m. On (B)(6) 2014. He got 246 at 11:42 a.m. On (B)(6) 2014. He got 93 at 11:36 a.m. On (B)(6) 2014. He got 109 at 11:33 a.m. On (B)(6) 2014. He got 106 at 11:31 a.m. On (B)(6) 2014. He got 128 at 11:25 a.m. On (B)(6) 2014. He got 118 at 11:19 a.m. On (B)(6) 2014. He got 84 at 11:17 a.m. On (B)(6) 2014. He got 78 at 11:13 a.m. On (B)(6) 2014. He got 353 at 11:11 a.m. On (B)(6) 2014. He got 70 at 11:10 a.m. On (B)(6) 2014. He got 405 at 11:08 a.m. On (B)(6) 2014. He got hi, which on the system indicates result in excess of 600 mg/dl, at 11:05 a.m. On (B)(6) 2014. He got 58 at 10:52 a.m. On (B)(6) 2014. He was feeling as though his blood sugar was low, self-treated with orange juice and a pastry. He began feeling better after 1.5 hours. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.